Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: journal of minimally invasive gynecology (2013) 20, 853¿857 / http://dx.doi.org/10.1016/j.jmig.2013.05.019. (B)(4).

Event description:
It was reported via journal article: "title: comparison of ultrasonic shears and traditional suture ligature for vaginal hysterectomy: randomized controlled trial" author(s): alison louise fitz-gerald, mbbs; jason tan, mbbs, franzcog, cgo; kok-weng chan, mbbs, franzcog; alex polyakov, mbbs, franzcog, mclinepid, mrepromed, gradcertebm; geoff n. Edwards, mbbs, frcog, franzcog, ddu; haider najjar, mbchb, franzcog; jim tsaltas, mbbs, franzcog, frcog; and beverley vollenhoven, mbbs(hons), phd, franzcog, crei citation: journal of minimally invasive gynecology (2013) 20, 853¿857 / http://dx.doi.org/10.1016/j.jmig.2013.05.019. The purpose of this randomized controlled trial was to determine whether ultrasonically activated shears (uss), when used to perform vaginal hysterectomy, can reduce operating time, intraoperative blood loss, need for postoperative analgesia, and duration of hospital stay. Between sep 2007 and june 2009, a total of 40 women with benign disease underwent vaginal hysterectomy. Patients were randomly assigned to 1 of 2 techniques: the ultrasonic system (uss) group [n=21, mean age 57.24 years (2.68 years), mean weight 75.81 kg (4.01 kg)] and traditional suture group [n=19, mean age 58.26 years (2.56 years), mean weight 72.95 kg (3.59 kg)]. In the uss group, all pedicles, regardless of size, were sealed using the uss harmonic scalpel (ethicon endo-surgery). In the traditional arm, all pedicles were clamped, cut, and ligated using polyglactin 910 (vicryl) sutures. Intraoperative complication included failed pedicle hemostasis (n=2) which were subsequently secured using polyglactin sutures. Postoperative complications include pain [n=15 (n=8 uss group, n=7 traditional group)], wherein 3 patients from uss group and 2 patient from traditional group received morphine controlled-analgesic infusions, respectively; and failed attempt to void (n=9) wherein before discharge, all patients in the uss group passed subsequent trials of voiding. Although compared with traditional suture ligation, the harmonic scalpel system seems to be a safe alternative for securing the pedicles in vaginal hysterectomy, it offers no benefit insofar as duration of operation, reduction in clinically significant blood loss, and analgesic requirements.